Manufacturer narrative:
Other applicable components are: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter.

Event description:
Information was received from a consumer in regard to a patient receiving fentanyl (5,000 mcg/ml, 530.4mcg/day) in an implantable in fusion pump for non-malignant pain and degenerative disc disease/herniated disc pain. The pump was "slowed down" in (B)(6) 2015. The patient was opened up and it was determined the healthcare provider (hcp) did not attach the catheter to the pump. It was further stated a "bad infection was in there." The patient had a refill after that at the end of (B)(6) 2015 and everything was fine. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.